Event description:
A customer reported a malfunction on their pump, specifically showing malf 12. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.